Event description:
The patient data above is invented. I wish to report an unsafe device. The ge avance s/5 anesthesia carestation is unsafe. I am a practicing anesthesiologist with over 30 years experience. My hospital has purchased avance s/5 anesthesia machines. They have excellent internal capabilities, including many useful ventilatory modes. But their gas control systems are unsafe. Control knobs for anesthesia machines were standardized world-wide in the 1970's under various standards organizations. These require specific positions, shapes, and direction of rotation for flowmeter knobs for oxygen, nitrous oxide, and air. Of particular interest is the fact that the three controls are separate, with the oxygen knob furthest to the right, largest, and fluted. All knobs rotate counterclockwise to increase flows. All knobs produce a direct result when manipulated. These features have advanced anesthetic safety greatly. The avance s/5 machine lacks these knobs. It has a single operating knob. To increase the oxygen flow, one must first press another button to select oxygen. Then one must rotate the single knob in the wrong direction -clockwise-, observe the numbers on the motor, then press the knob to confirm the adjustment. In the heat of battle, I have rotated that knob the wrong direction numberous times. Instead of getting an increase in flow, I have effectively turned it off. I need to be able to reach, feel the correct knob, and rotate it without looking to get high oxygen flows in emergent airway events. The avance s/5 requires me to look away from my pt, make three separate actions, including one in the wrong direction, then return to my pt. The avance s/5 machine needs to be removed from use. It needs to be replaced with a machine that has the three standard knobs with proper rotation and direct result-gas flow changes when the knob is turned-. Sincerely.